Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service representative decontaminated the inside of the analyzer, cleaned and calibrated the probes, and replaced the wash zone 2 valve, manifold kit. The valve, manifold kit part no. (B)(4). Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed false positive toxoplasmosis igg and rubella igg results on the architect i2000sr analyzer. There was no specific data provided. There was no impact to patient management reported. The instrument was decontaminated and the probes were cleaned by an abbott field service technician.